Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3954ml. The largest prescribed fill volume was 2400ml, this meets iipv criteria. Product surveillance contacted the peritoneal dialysis nurse and notified the nurse that an iipv was found during evaluation. The nurse was notified of the probable cause for the iipv event. The nurse understood. No further information was provided. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain, use error tidal uf removal set too low (0 ml). The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.